Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post mitral valve surgery, the pulse generator exhibited diagnostics anomaly; the device tripped elective replacement indicator and end of service alert. It was noted that electro surgery was used in the direct vicinity of the device. On (B)(6) 2018, after software download via engineering test page, normal device function resumed. The patient¿s condition was fine prior, during and post device reprogramming. The patient would continue to be monitored.